Event description:
Additional information received stating "customer is unsure of patient involvement. Device was reported "broken" with a note."

Manufacturer narrative:
Device evaluation: one device was received. Visual inspected noted a cracked lower right front corner of the top case, bottom case and plunger case. During the functional testing, an invalid syringe size message was found on all sizes of syringes, also the size reading is staying the same when the barrel clamp head is moved up and down. The root cause was found to be that the plastic pin of the size pot was broken off when the device was dropped by the customer. The size pot was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device had a defective syringe barrel clamp. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.